Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Vessel sealer logs show that the first vse instrument lot# k19260214-0138 was installed 1 time on universal surgical manipulator (usm) 4 and the second instrument lot# k16260413-0281 was installed 1 time on usm 4 and 1 time on usm 3. For both instruments together, e-200 generator activation event logs show 7 bipolar coagulation events and 96 seal events with 2 "high z" errors indicating possible excessive tissue between the jaws. Master supervisory controller (msc) logs did not show any relevant errors. The instruments were used for about 3 and 25 minutes, respectively.

Event description:
It was reported that during a da vinci-assisted colostomy closure procedure, a vessel sealer extend (vse) instrument failed to produce an adequate seal after attempting to seal a vessel and cutting, resulting in bleeding. It is unknown what intervention was required to address the bleeding. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.